Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 53 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The access side was unknown. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, hemolysis was reported as evidenced by two plasma free hemoglobin measurements greater than 40 milligrams per deciliter. No blood products were administered. Imaging was not utilized to assess pump position during the hemolysis event. The patient injury was attributed to the impella device. Due to the reported hemolysis, the impella cp device was explanted. Hemolysis resolved following device removal. The patient was subsequently escalated to impella 5.5 support with no additional adverse events reported. While on support, the impella cp device operated at performance level 4 with expected flows of 2.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.